Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered less insulin than requested for a bolus. The customer's blood glucose (bg) level subsequently increased to over 600 mg/dl. Customer removed pump to address high bg. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.